Manufacturer narrative:
A pressure transducer printed-circuit board (pcb) was replaced during on-site troubleshooting by our field service engineer (fse). The replaced pcb was returned for further investigation. The reported pressure transducer sub-test failures were not reproduced during testing of the returned part in a reference ventilator. Performed pre-use checks tests were successful, and no deviations were noticed during ventilation testing. The reported failure was confirmed in the received device logs. The logs showed that the pressure transducer sub-test has been failing since april 18th, 2016 and, the date of event was updated accordingly. There are no indications in the logs that the observed pre-use checks tests failures would have been caused by a faulty pressure transducer pcb. The returned pcb is considered to be faultless. The cause for the reported problem cannot be determined from this investigation, since the failure was not reproduced during testing.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).